Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) battery only ran for an hour. While walking the patient attached to the balloon pump, the customer got a low battery alarm. Took the balloon pump and the patient back to the patient room and plugged the device in. Therapy never stopped. There was no patient harm.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit and replaced battery. A full functional and safety tests were performed. The unit was returned to the customer for clinical use.